Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 60-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported multiple complications were encountered during support. The placement signal initially was inconsistent with that of the previously implanted pump. Support continued because the flow raters were normal. The next day, medical staff withheld heparin from the purge line because the patient experienced persistent bleeding from their mouth and nose. Support continued with sodium bicarbonate added into the purge line. The patient remains on impella support.

Manufacturer narrative:
The investigation for the access site bleed has been completed. The impella device was not returned for evaluation. Clinical details state that during the second day of 5.5 support, heparin was stopped due to bleeding from the patient's mouth and access ports. The heparin remained off through that night, but no other clinical details were given about the bleeding. The root cause of the access site bleeding was most likely patient condition. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (unites states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ added- d6b b1-changed product problem to no. H6 med dev prod problem 2917 changed to 2993.